Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event and failure to produce an image was failure of the video connector socket due to a bent terminal contact pin inside the connector socket.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "image was rolling" was not confirmed. When tested, the device failed to produce an image inside the mask but no "rolling" was observed. The cause of the lack of image is attributed to a bent terminal contact pin inside the receptacle board.

Event description:
A user facility reported to olympus that the video image was rolling. The problem, as reported to olympus, was identified during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.